Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: crack in the battery tube threads, crack in the case on the battery tube side which starts at the left belt clip rail, pieces of both the left and right belt clip rails broke off, missing display window cover. The pump was received with a battery cap missing a weld spot. The pump passed the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, self, and displacement accuracy tests. The pump was programmed with a test guardian link gl3 transmitter and a glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿pairing successful¿. The pump was then calibrated, and afterwards displayed the sensor values in a graph. No unexpected sensor errors or connection anomalies were noted. In particular, no change sensor alerts were noted during testing. Thus software was utilized and uploaded trace/history files properly. Although the adapt tool does list some communication related alerts/alarms, they all occur months after the event date. The adapt tool does not list any pump errors that could potentially trigger a critical pump error (open book image) whatsoever. The case was cut open. After visual inspection, did not note any signs of previous moisture presence or corrosion inside the battery compartment or on any of the boards, assemblies, and the motor inside the pump. In summary, the customer¿s report of change sensor alerts was not confirmed during testing. The pump does not meet specs, however, due to the missing weld spot from the battery cap. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported change sensor alert, blood on site after sensor insertion, sensor stuck on the serter and customer experienced high blood glucose. Troubleshooting was performed. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.